Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak coming from the rear center panel of the coulter hmx autoloader analyzer. The exact location is unknown. The fluid leak was initially noticed when the instrument was idle, but was confirmed when the customer ran a sample. The operator was wearing personal protective equipment (ppe), including lab coat, gloves and eye protection. There was no exposure to eyes, mouth, or open wounds. No one sought medical attention.

Manufacturer narrative:
The operator was advised to power off the analyzer and the leak was cleaned up. A field service engineer (fse) was dispatched and replaced the tubing in the pinch valves for the complete blood count (cbc) waste drain and for the diluent flush. Fse also checked for other leaks. Reagents were primed. Shutdown and start up was performed and qc was run. Root cause for the fluid leak is attributed to the tubing that was replaced by the fse. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.